Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope during a threshold test with the programmer. The patient was sent across the street to the hospital where a boston scientific field representative interrogated the device. It was determined that right ventricular (rv) pacing thresholds were 0.7 volts. It was identified that the last reported in clinic thresholds were 0.1 volts. It was determined that the patient's syncope was likely the result of the threshold test that was not halted as soon as loss of capture was identified. The device interrogation from the bsc rep confirmed normal function. No additional adverse patient effects were reported.